Manufacturer narrative:
D11 correction: unknown baseplate cat#ni lot#ni no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Unk comprehensive reverse glenosphere cat#ni lot#ni. Acott, thomas r. Md, brolin, tyler j. Md, azar, frederick m. Md. (2020). A quantitative analysis of deltoid lengthening and deltoid-related complications after reverse total shoulder arthroplasty: a retrospective case-control study. Current orthopaedic practice, 31(2), 126-132. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: (B)(4).

Event description:
It was reported in a journal article from current orthopaedic practice (2020), which reviewed deltoid complications after rtsa, that 1 patient who had acromial fracture 6 months after primary rtsa underwent a revision of the glenoid and humeral rtsa components for glenosphere disengagement 4 years postop. Attempts have been made and additional information on the reported event is unavailable at this time.